Manufacturer narrative:
Release bar.

Event description:
It was reported by service report that the customer stated that the cot allegedly tipped to the side with the pt strapped on the cot. There was pt involvement but no adverse consequences were reported.